Manufacturer narrative:
No adverse outcomes were reported. The false positive results with only one target amplified are not reported to the physician unless confirmed with another method. We are reporting this event in an abundance of caution and in accordance with the eua requirements.

Event description:
Discrepant results for sars cov-2 target with neumodx sars-cov-2 test strip.